Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Neonatal intensive care unit (nicu) nurse was a new user of arctic sun device. They had three questions that the device was set to count down at target, however it started to count down immediately. The device was connected to the bedside, but the device and monitor were reading different patient temperatures and to download the data and reviewed. They were not in the room with the device. Recommended to call back from the room so they could investigate. Explained a slight variation between temperature could be expected due to electrical resistance however anything greater than 0.5c should be investigated. Suggested to check esophageal placement when gets to the room. No return call from customer. The serial/lot number for this investigation is unknown. The latest labeling revision will be reviewed. The instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse was a new user of arctic sun device. They had three questions that the device was set to count down at target, however it started to count down immediately. The device was connected to the bedside, but the device and monitor were reading different patient temperatures and to download the data and reviewed. They were not in the room with the device. Recommended to call back from the room so they could investigate. Explained a slight variation between temperature could be expected due to electrical resistance however anything greater than 0.5c should be investigated. Suggested to check esophageal placement when gets to the room. No return call from customer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse was a new user of arctic sun device. They had three questions that the device was set to count down at target, however it started to count down immediately. The device was connected to the bedside, but the device and monitor were reading different patient temperatures and to download the data and reviewed. They were not in the room with the device. Recommended to call back from the room so they could investigate. Explained a slight variation between temperature could be expected due to electrical resistance however anything greater than 0.5c should be investigated. Suggested to check esophageal placement when gets to the room. No return call from customer.